Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the dilator broke. It was reported that the dilator was unable to be inserted into the vizigo sheath even after being flushed twice. The physician tried using more force inserting the dilator and it broke. When the sheath was replaced, the issue resolved. Additional information was received indicating that no damage seen on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small or the dilator. The dilator broke when the doctor was trying to get it into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. This was after multiple flushes and attempts by the scrub tech. No occlusion when flushing. The sheath appeared to be too narrow. Could only push about half of the dilator into the sheath before it got really tight. Dilator wasn't stuck in the sheath. The reported resistance with the sheath is not an MDR reportable issue since interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. This event is MDR reportable for the broken dilator issue.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the dilator broke. It was reported that the dilator was unable to be inserted into the vizigo sheath even after being flushed twice. The physician tried using more force inserting the dilator and it broke. When the sheath was replaced, the issue resolved. Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device with lot number 00001842 identified no internal actions related to the reported complaint condition. Still no device has been received for analysis since it was discarded, therefore, no product investigation can be performed and the customer complaint cannot be confirmed. Based on the completed mre, the h4. Device manufacture date has been populated with 6-nov-2021 if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).